Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the repuy synthes, or its employees caused or contributed to tnthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the drill bit ø1.1 l75/61 2flute (p/n: 03.114.007, lot number: u370436) was received at us cq. A visual inspection noted that the cutting edges on the tip of the drill bit were dull. The condition of the device is consistent as an end-of-life indicator for the device. No other issues were identified. The received condition is consistent with the complaint condition thus the complaint is confirmed. Functional test: a functional test was not performed on the returned device as it was returned by itself, but the alleged issue was confirmed due to the observed condition. Investigation conclusion: after a visual inspection per guidance provided in windchill document 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.,background: check drill bit. It has no cut. It was sent for analysis. Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the images contained in a document attached to the pc titled ¿cafam 51 -281127- dr hernández pte dennis campo¿. The images were reviewed, and the complaint condition cannot be confirmed. There is no damage visible in the images provided. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - synthes lot #: u370436. Supplier lot #: u370436. Released to warehouse: 07dec2020/ 09dec2020/ 02dec2020/ 16dec2020. Supplier : (B)(4). No ncrs were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. Device was used for treatment, not diagnosis. If information is medwatch, a t will not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the images were reviewed, and the complaint condition cannot be confirmed. There is no damage visible in the images provided. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review - there was no lot number provided, therefore a manufacturing record evaluation cannot be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the inspection the drill bit had no cut and was sent for analysis. This report is for (1) 1.1mm drill bit/mqc/75mm. This is report 1 of 1 for complaint (B)(4).